Event description:
It was reported that the patient passed away. It was reported that the outcome was not device or therapy related; however, a cause of death was not provided. No further information is available.

Manufacturer narrative:
Date of birth and a4 - patient weight were not provided. Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The pump was not explanted for evaluation. It was reported that no further information will be provided by the customer. Heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, introduction, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.